Manufacturer narrative:
09/22/2022 - the consumer accepted a replacement. Therefore the device will not be returned to the manufacturer for an investigation.

Event description:
08/23/2021 - the consumer claims the glass on the device shattered. Injuries did not occur and the consumer accepted a replacement.